Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a paddle failure. The fse evaluated the device on site. It was determined that this was a malfunction of the paddle, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).